Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. However, the hand activation buttons work as expected. The blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for hand activation buttons not working. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during totally laparoscopic total gastrectomy procedure, harmonic hand activation did not work. Procedure was completed with same like product and was delayed two minutes. No adverse event on the patient.